Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted due to corroded keypad traces. No button error alarm or moisture damage to the electronic assembly or motor was noted. The insulin pump had cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported that the insulin pump alarmed button error after the customer had jumped into the pool with the device still on. The blood glucose reading was 254 mg/dl. The customer's brother stated that the act and up arrow buttons were unresponsive, and the esc and b buttons worked intermittently. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.